Manufacturer narrative:
Manufacture date now provided.

Event description:
A site representative reported that the navigation system was unresponsive as they entered the registration task. They were unable to move the mouse at all. They cycled power and upon reboot the system was functioning normally. They traced successfully and continued the surgery as planned. There was no impact to the outcome of the patient.

Manufacturer narrative:
(B)(6). No parts or files have been received by the manufacturer for evaluation. The software investigation was unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided.